Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the luer connector to a pre-filled cartridge, as the connector would not twist onto the cartridge, while the connector attached normally when tried without a cartridge and when used with an alternate cartridge. Symptoms included no reported clinical effects. Outcomes included no clinical impact and no alarms. Investigation included phone troubleshooting and user education. Investigation of this case revealed that the issue was reproducible with a specific cartridge but resolved with an alternate cartridge, suggesting a cartridge interface fit issue. It was concluded that the event was related to a product interaction at the luer-to-cartridge interface, with normal device function verified using an alternate cartridge.